Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during a vitrectomy procedure, the eva system displayed the error pum152 - temperature error: motor broken. They attempted to use another pack, but the issue persisted. They then rebooted the machine, which did not resolve the problem. A backup machine was brought to continue the case in order to complete the peeling step. The vitrectomy module of the back-up machine was not functioning, however enough vitrectomy was done with the initial machine in order to finish the case. No report of patient/user harm. However, the procedure was prolonged due to this event.

Manufacturer narrative:
In regard to this complaint logfiles were provided for review and a pump module was provided for investigation. Review of the logfiles confirmed the occurrence of the reported pum152 error message, indicating a `temperature error: motor broken`. Functional inspection of the module revealed no issues with the rotor connections. The resistance measurements of the ptc in the rotors were taken and all were within the specified ranges. Pneumatic, hardware and functional tests were performed, all yielding no issues. The complaint could not be reproduced during testing: however, based on the customers experience and the review of the logfiles, we can conclude that intermittent electrical contact is likely the cause of the complaint. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.see section 4.3.3. D for the description of similar serious incidents. Current trending system is set up to trend on in-house codes. The in-house code used for this incident, pu-conn, is linked to c code c0205. All serious similar incidents related to the eva surgical system are included in the analysis with failure code pu-conn. Since 2022 more than 1.000.000 surgeries have been performed with the eva surgical systems installed. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during a vitrectomy procedure, the eva system displayed the error pum152 - temperature error: motor broken. They attempted to use another pack, but the issue persisted. They then rebooted the machine, which did not resolve the problem. A backup machine was brought to continue the case in order to complete the peeling step. The vitrectomy module of the back-up machine was not functioning, however enough vitrectomy was done with the initial machine in order to finish the case. No report of patient/user harm. However, the procedure was prolonged due to this event.